Event description:
Physicians complained that abbott architect a1c results on patients running 5.0 or lower were running lower than they expected. Patients were tested using another method and did not compare.